Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.812.521, lot # 5l44369, release to warehouse date: september 20, 2019, manufacturer: hagendorf. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the advanced appl inner shaft (part# 03.812.521, lot# 5l44369 qty# 1) was returned and received at us customer quality (cq). Upon visual inspection, the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were identified with the device. Functional test: a functional test was performed on the returned devices. The knob was turned counter-clockwise in the open direction until it contacted the security ring and the push to release button arrow aligned with the detach implant arrow on the security ring. The push to release button was then pressed and the applicator inner shaft was removed from the assembly. The knob was then rotated clockwise in the close direction until it disassembled from the threaded end of the applicator handle with no difficulty. No signs of any damage were observed on the threads. The devices function as intended. The applicator knob and the applicator outer shaft are investigated separately. Can the complaint be replicated with the returned device(s)? No. A functional test of the returned devices determined the devices to function as intended. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq as the complaint condition could not be replicated and the devices functioned as intended. Document/specification review: the following drawing(s) (current and manufactured to) were reviewed: - clamp cpl t-pal no design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for the advanced appl inner shaft (part# 03.812.521, lot# 5l44369 qty# 1) as the devices passed the functional test and functioned as intended. While a definitive root cause could not be identified for the reported issue, it is possible that the surgical technique for the disassembly of the devices was not followed appropriately. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the cleaning procedure it was noticed that the instrument cannot be disassembled. There was no impact to patient or surgery. This report involves one (1) t-pal advanced applicator inner shaft. This is report 1 of 3 for (B)(4).